Event description:
The customer was hospitalized for high blood glucose. Bgs were treated with insulin drip. The set was changed. The programming and histories on the pump were accurate. Troubleshooting was performed. The lead screw test passed. However the high-pressure test did not pass. It was informed that ther were leaks at the luer connection. Instructed the customer to disconnect from the pump.